Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Patient was seen in clinic after low pli alert. Decreased pli and increased capture threshold were observed. Externalized conductors between the rv and svc coil via fluoroscopy were noted. The lead was capped and replaced.